Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The patient stated that they had to seek treatment for an abscess on their lower back, kidney area. The patient stated the redness and irritation developed on tuesday, (B)(6) 2023. The issue persisted and the patient sought attention. The patient stated that the site was draining purulent matter. The patient stated that the site was red and painful. The patient was not for sure diagnosed but was prescribed sulfamethoxazole/trimethoprim 800/160 mg (1 tablet every 12 hours) - for 7 days.